Event description:
It was reported that the anchor was broken during a rc surgery. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 5.5 footprint ultra pk suture anchor inserter was returned for evaluation. Anchor was not returned for examination. Without the return of the anchor the reported complaint cannot be confirmed.